Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from three to one and a half year, within eight months. The power consumption was higher than expected. This device also exhibited high thresholds, the cause was not determined. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.